Manufacturer narrative:
Insulin pump was not in manufacture mode. The insulin pump passed the self-test and the displacement test. No unexpected pump error alarms during testing however, pump error alarm (variable 3) and pump error alarm is in the formatted history file due to a broken trace at of the keypad assembly. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a motor arm and hardware low level failures. The customer blood glucose level was unknown at the time of the incident. The customer did troubleshoot the issue. The insulin pump will be returned for analysis.